Manufacturer narrative:
The reported field event of intermittent telemetry and diagnostic issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation of the pulse generator, intermittent telemetry and a message, ¿battery not read¿, were observed. Two different programmers were used to communicate with the device but were unsuccessful. It was determined that the device had not yet reached elective replacement indicator (eri) however the device was explanted and replaced as if it had reached eri. The patient was stable before, during and after the procedure.